Event description:
It was reported by a third party that they are investigating a death (destruction of their internal capsule bilaterally) of a client resulting from "radiation necrosis" (sic). The pt was treated with gamma knife procedure at a hosp. Treatment occurred on the event date. There has been no allegation that the device malfunctioned. No further info has been made available. Date (or dates) of treatment allegedly resulting in death is not known. The initial reporter has reported two cases, with two different dates indicated; however, it is unclear which date corresponds to which event. Elekta instrument ab is filing one report per alleged incident.